Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh, and a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be established through this evaluation. Additionally, although power and flow elevations were confirmed via the submitted log files, a specific cause for these events could not conclusively be determined. The submitted log files contained overlapping data from 22mar2020 through 14apr2020. The log files captured periods of elevated power and flow from 24mar2020 ¿ 25mar2020 and on 06apr2020, associated with power and flow recordings up to 12.3 watts and 12.0 lpm. Additional transient elevations in power and flow were also captured on 23mar2020 and 07apr2020. Power and flow values returned to baseline following all elevation events. Of note, the log file also captured 56 pi events and some of the power/flow elevation events were associated with pi events. The actual speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The account reported that the patient had rising ldh and they were concerned for pump thrombosis. The patient was reportedly completely asymptomatic. Pump thrombosis was not confirmed via testing. The patient has unknown compliance with his anticoagulation medication due to dietary issues. The patient was treated with asa and his inr goal was increased. Repeat ldh was reportedly stable and the patient is being monitored for now. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), no product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event,

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rising lactate dehydrogenase (ldh) and possible pump thrombus. Log file analysis confirmed elevated flows above normal parameters and supported presence of thrombus. Echocardiogram (echo) results showed no evidence of thrombus. Patient was completely asymptomatic. 325 mg of asa aspirin) was added daily and inr goal increased to 2.5-3.5. Repeat ldh was stable, currently monitored.